Event description:
It was reported that post a stenting treatment procedure, a thrombosis occurred. The mildly tortuous and severely calcified lesion was located in the superficial femoral artery (sfa). A 8x66 iliac wallstent endoprosthesis was successfully implanted, however one day post procedure, a thrombus at the edge of the stent was noted resulting in a >50% reduction in flow. The physician treated the thrombosis by placing another manufacturer's covered stent. No further patient complications were reported. The patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).